Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), explanted: (B)(6) 2019, product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), product ID: 8780, serial/lot #: (B)(4), ubd: 08-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 25 mg/ml morphine at 9.612 mg/day. The reason for use was not reported. It was reported that the patient had a fusion procedure. The following morning the patient presented with a possible cerebral spinal fluid (csf) leak. The patient was moved to a medical center where the doctor replaced his older catheter with a new ascenda catheter. The doctor believes the catheter may have been clipped and not properly revised during the fusion on (B)(6) 2019 (this procedure was also performed by the same doctor). The doctor believed it was best to just replace the whole catheter. No withdrawal symptoms or alarming was noted. The pump was interrogated to be sure it was functioning properly, no issues with the pump. The patient currently is well without leakage. The issue was resolved at the time of the report. The customer was notified that the device should be returned to the manufacturer for analysis, but it would not be as it was discarded by the customer. There were no further complications reported/anticipated.